Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead was unable to fixed in the right ventricle. Repeated attempts to screw the lead in and out through the interventricular septum caused tissue entanglement and issues with the helix. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were unable to implant and a helix mechanism issue. Final analysis found that as received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil was over torqued at the connector region consistent with the procedural damage. After cutting, cleaning the lead, and applying the torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil.